Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with essure removal on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ovarian cyst ("left & right ovarian cysts") in an adult female patient who had essure (ess205) (batch no. 508813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromaylgia"), rash ("rashes or skin conditions type: hand rash"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: vision"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis") and adhesion ("adhesive disease"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections") and cystitis ("bladder infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6) 2010/unilateral salpingo-oopherectomy) and surgery (oophorectomy(one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, female sexual dysfunction, depression, anxiety, fibromyalgia, rash, tooth disorder, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, colitis ulcerative and adhesion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adhesion, anxiety, colitis ulcerative, cystitis, depression, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2018: update of information (batch is invalid) incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ovarian cyst ("left & right ovarian cysts") in an adult female patient who had essure (ess205) (batch no. 508813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In july 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromaylgia"), rash ("rashes or skin conditions type: hand rash"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: vision"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis") and adhesion ("adhesive disease"). On (B)(6) 2006, the patient had essure (ess205) inserted. In august 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections") and cystitis ("bladder infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6) 2010/unilateral salpingo-oopherectomy) and surgery (oophorectomy(one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, female sexual dysfunction, depression, anxiety, fibromyalgia, rash, tooth disorder, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, colitis ulcerative and adhesion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adhesion, anxiety, colitis ulcerative, cystitis, depression, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ovarian cyst ("left & right ovarian cysts") in an adult female patient who had essure (ess205) (batch no. 508813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: hand rash"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: vision"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), colitis ulcerative ("gastrointestinal or digestive system condition type: ulcerative colitis"), ovarian cyst (seriousness criterion medically significant) and adhesion ("adhesive disease"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections") and cystitis ("bladder infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6) 2010/unilateral salpingo-oophorectomy) and surgery (oophorectomy(one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, female sexual dysfunction, depression, anxiety, fibromyalgia, rash, tooth disorder, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, colitis ulcerative, ovarian cyst and adhesion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adhesion, anxiety, colitis ulcerative, cystitis, depression, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal infections, bladder infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety, autoimmune disorder type of disorder: fibromyalgia, rashes or skin conditions type: hand rash, dental problems, vaginal discharge, vision/eye problems: vision, eye problems, fatigue, weight gain, gastrointestinal or digestive system condition type: ulcerative colitis, left & right ovarian cysts and adhesive disease. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.